Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9234180. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: without a sample analysis a probable root cause could not be offered. Rationale: based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. The lot was produced for 1.4mm units; therefore, the cpm is 1.4. We will continue monitoring the trend of this lot and symptoms.

Event description:
It was reported that the bd precisionglide¿ needle hub was found deformed before use. The following information was provided by the initial reporter: "caller reported the part where the needle attaches to the syringe was malformed."